Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances, so the patient was brought in for further testing. A fluoroscopy and defibrillation threshold (dft) test were performed. Fluoroscopy showed a portion of the coils had some separation and the dft results showed in range impedances of 60 ohms in the distal coil to can vector. The physician elected to leave the lead in service, but programmed distal coil to can. No additional adverse patient effects were reported.